Event description:
It was reported that, "during a surgical procedure, half of the jaw of the grasper broke off in the surgical field. The procedure was extended 2 hours and changed to an open procedure. The piece was retrieved."